Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:  rupture. Continued h6: (health effect: impact code) f2203.

Event description:
Healthcare professional reported, extracapsular rupture right side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported no complaint against right side. Device has been explanted.